Event description:
It was reported that pump battery depleted too fast and that pump shutdown occurred. Customer experienced elevated glucose due to the shutdown, but specific if value was not known and display only showed ¿high.¿ customer treated high blood glucose with correction injection using multiple daily injections and did not require 3rd party intervention. Technical support confirmed pump battery was depleting normally based on usage, educated customer on the effect of pump shutdown on insulin settings, ensured insulin delivery was resumed.